Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient says something is stimulating their bowels and it is uncomfortable. Patient wanted their daughter to bring the patient programmer (pp) over and report the information. No trauma/falls are related to the issue. The family member was able to connect with the implant and confirmed the patient is on 0.0v. Stimulation is on, but the family member turned it off for the patient on (B)(6) 2017. A wire might have moved, but the earliest the doctor is available is the first week in may. It was reviewed that this situation at this point needs to be medically assessed and to determine if something has moved, a healthcare provider (hcp) would order imaging and review to make that determination. Patient will follow up with their hcp for the overstimulation sensation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.